Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the affected device has been repaired and returned to service. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping, which contributed to the event. Provided information does not indicate if during the event occurrence, the affected device was or was not being used for treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis was performed by subject matter experts at manufacturing site. Unfortunately, as stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).